Event description:
Boston scientific received info that this right ventricular lead exhibited pacing inhibitin. This lead was explanted and replaced with no issue. Additional info was received indicating that this rv lead also had loss of capture and high out-of-rango pacing impedance measurements greater than 2000 ohms due to lead fracture. However, the lead fracture was not confirmed through x-ray. No adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.